Event description:
A customer reported that the pump's quick bolus and wake button was difficult to press or required multiple attempts to activate the screen. The customer's blood glucose level exceeded the high threshold, although the specific value was unknown, it displayed as "high." The customer addressed this by administering a correction injection using a manual delivery method. Technical support instructed the customer on some troubleshooting steps but eventually decided to replace the pump due to the persistent issue. The customer was advised on how to return the problematic pump and informed about the updated software in the replacement. The customer understood all instructions and acknowledged the advice provided.